Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 5008520. Product family: scs-linear leads, upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 5007149. Product family: scs-linear leads, upn: (B)(4), model: sc-2352-70, serial: (B)(4), batch: 5008764. (B)(4).

Event description:
It was reported that the patient stated they are no longer getting pain relief and wanted to remove the scs system. The patient underwent an explant of the scs system. The patient was doing well post operatively.